Event description:
(B)(4). The day I come home with essure I had horrible cramping and pain. What I thought was 3 days to a week recovery time ended up lasting 8 weeks. My whole body hurt and most days couldn't get out of bed. As the months progressed there was always a constant pressure in my stomach . More so on the left side. I started getting hives all over my body randomly. I began to have headaches daily and then of course there was heavy bleeding that came 3-4 times a month. I would have a normal cycle then more that lasted from 3-5 days. I finally had essure removed by hysterectomy and instantly the pressure I have felt for 2 years was gone. I'm currently recovering still.